Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5, a full height cubie drawer, required maintenance after the customer reported that it was not detected on the bus. A field service engineer replaced the interface board, retractor band, and drawer board. The drawer was tested using the hardware test application, and all results were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.